Event description:
It was reported to philips that the device was unable to perform fluoroscopy. The user performed a reboot of the system, but the issue persisted. The device was in clinical use at the time of the event. No patient or user harm was reported. The patient's procedure was delayed. A philips field service engineer inspected the system onsite and reseated the wired footswitch, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed and completed after restarting the system. A philips field service engineer (fse) examined the system onsite and confirmed that unable to perform fluoroscopy. Review of the log files shows free space low: delete examinations, most likely cause is ¿image space was low¿. Upon troubleshooting fse found that the image space was low. To resolve the issue, fse recommended the customer to delete the old cases and free up the memory, fse verified image store, performed database consistency which was passed. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario includes situation in which the customer was unable to perform fluoroscopy and fse found it to be a low disk space issue which is not caused by the azurion or allura device. Since the malfunction of low disk image space would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.